Event description:
Additional information was received: a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Event description:
Boston scientific received information that the patient with this device received radiation therapy. After the final treatment, pectoral muscle stimulation in high output unipolar pacing mode was experienced. Interrogation of this device revealed a fault code indicating this device was in back up safety (vvi) pacing mode and could not be reprogrammed. An internal technical service consultant was contacted. It was determined a hard reset had occurred and device replacement was recommended. In addition, as there may be further radiation treatment, it was suggested to place the device in a different body location. No further patient symptoms were reported. A replacement procedure has been scheduled.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
When the device has been replaced and returned for analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing therapy was available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.